Event description:
During the cardiac catheterization, the perclose closure device was inserted into the right femoral artery and the device failed resulting in a right groin hematoma and requiring manual pressure for 20 minutes.